Manufacturer narrative:
Date of event: date is approximate. Other applicable components are: product ID: 3093-28, lot#: v192501, implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 22-dec-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The caller requested physician listings as the patient needed a revision because the wire was disabled and the therapy was off. The caller reported no falls/traumas related to the reported issue, stating they didn't think the patient had any falls, but they weren't sure. No patient symptoms were reported. No further complications were reported or anticipated.